Manufacturer narrative:
This report has been identified as b. Braun (B)(4). There was no sample sent for investigation. Based on batch documentation no deviations have occurred during the manufacturing process. The cause for this adverse reaction in this case is not fully clear. An epicutaneous test was offered to the patient in order to confirm a potential allergy to one of the ingredients of prontosan. However, epicutaneous test was not performed. We continuously monitor product incident reports to identify trends which might affect the quality of our products. We will maintain this report for future reference, and continue to monitor other reports for similar nature.

Event description:
As reported by the user facility: post-surgical anaphylactic shock after application of prontosan. (After osteosynthetic caused wound infection) increased aspiration pressures (patient in general anesthesia), drop in blood pressure, tachycardia and urticaria. Therapy with dimetindene, cimetidine, suprarenin, prednisolone and ventilation with 100% saturated oxygen. Patient was suffering from an infected ten (titanic elastic nail) in the right femur. Co-morbidities: neuro-degenerative disease, cerebral seizure disorders, joint dislocation (hip). No allergies known so far.